Event description:
Information received by medtronic indicated that the insulin pump had power error detected. Customer was able to clear alarm and unable to complete rewind process. Customer also experienced high blood glucose level. No harm requiring medical intervention was reported. The customer will discontinue to use the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Test p-cap and reservoir locked properly into reservoir compartment during testing. The pump powered up properly after battery installation. The pump was received with missing segment/ partial display. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion, force sensor test, occlusion test, active current measurement test and self test. No unexpected pump error 25 noted during testing. The pump failed the sleep current measurement test due to moisture damage on battery tube assembly. Pump error 25 was confirmed in history file on the event date 06/21/2022 04:00:13.000 alarm alert cleared fault number = power error alarm (25), 06/21/2022 05:01:23.000 alarm alert cleared. Fault number = power error alarm (25), 06/21/2022 08:00:08.000 alarm alert cleared. Fault number = power error alarm (25), 06/21/2022 10:24:08.000 alarm alert cleared. Fault number = power error alarm (25), 06/21/2022 12:00:11.000 alarm alert cleared fault number = power error alarm (25), 06/21/2022 13:01:18.000 alarm alert cleared fault number = power error alarm (25). Successfully downloaded history files and traces using thus software. Power management tool confirmed unloaded vlith voltage and loaded vlith voltage is not within specs. Pump was cut open to perform visual inspection and found evidence of moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. The following were noted during visual inspection: cracked case (corner of belt clip rails) and cracked battery tube threads. In summary, customer alleged pump error 25 confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.